Manufacturer narrative:
The returned part was examined with and without magnification. Notes on visual appearance include light surface/marking wear/scratching and missing portion at the threaded end of the device. The fracture plane at the threaded portion appears to spiral along with the thread while being largely flat with moderate texturing/bumps and no signs of ductility/necking. There is a crack in the remaining threading. The driver has a nominal overall length of 2.375 per the print whereas overall length of the returned part was measured as 2.3585; as such, the missing portion is potentially 0.0165 in length (all units are inches). Cracking in threading could potentially indicate an off-axis load that would separate threading from the body in a manner leading to propagation of cracks in the part.

Event description:
The surgeon was attaching a drill guide to the plate to insert some screws when the drill guide broke. There is a missing broken piece which may remain in implanted it the body.